Event description:
Spontaneous communication from (B)(6) at medical center in (B)(6) concerning intravenous veletri patient. (B)(6) did not specify it patient came to hospital before midnight on (B)(6) 2022 eastern time. Per (B)(6), patient came to hospital because "her line was leaking". (B)(6) did not specify if it was her internal line or cadd extension set connecting the internal line to the cassette that was leaking. Length of stay is ongoing. Expected discharge date not specified. History, cause, size, severity, and duration of leak not specified. Return tracking information is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unknown. Position of pump when event occurred is unknown. No additional information is available at this time. Product lot number and expiration date were systematically retrieved from the dispensing system. It was not specified if pt was experiencing adverse effects due to leak, no other info provided. Extension set lot number and expiration date not provided, if applicable to event being reported. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Unk. Pt reported to hospital. Is the actual product available for investigation? Unk. Did we replace the product? Unk. Reported to (B)(6) by health professional.